Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured and with back tension on device, the device was removed before the sealant was delivered. There was no reported patient injury. The device was used in a pelvic angiogram right artery embolization. Additional information was requested but not provided. The device will not be returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2431003 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon balloon loss of pressure" could not be evaluated. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Event date unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured and with back tension on device, the device was removed before the sealant was delivered. There was no reported patient injury. The device was used in a pelvic angiogram right artery embolization. Additional information was requested but not provided. The device will not be returned for evaluation.